Event description:
It was reported that after the hydrogel placement procedure, magnetic resonance imaging (MRI) showed almost all the hydrogel was in the right place, however near the mid gland approximately 2-3 cc of the hydrogel infiltrated in the rectal wall. Therefore, the physician decided to delay the patient's radiation treatment.

Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.